Event description:
It was reported that the patient expired due to unknown reasons. Date of death is unknown. Aware date is used as incident date. In was additionally reported that a second device, model #2800, was explanted. Refer to MFR #6000002-2008-05548. Also, a third and fourth device were implanted. Refer to MFR #6000002-2008-08138 for model #4600 and MFR #6000002-2008-08139 for model #4450.

Manufacturer narrative:
Device not returned.